Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 16 x 2.50 rebel stent was advanced to treat the lesion. However, the stent fractured in half inside the coronary as soon as it was released. The fractured stent was not retrieved and two non-bsc stents were implanted covering almost the entire extent of the fractured stent and the procedure was completed. No patient complications were reported and the patient's status was good.